Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation, the pulse wire was open in the cable connecting the distribution node and ECG "b", which caused the check therapy electrode messages. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the cable section. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.